Manufacturer narrative:
No malfunction occurred. The customer has not alleged a malfunction of the device but has indicated that due to staff not being aware of patient alarms that a delay in a code blue event occurred. Philips will consider that use of the device was a factor in the event. The data demonstrates that desat and brady alarms did occur between 21:57:50 and 23:17:49 and silence actions were taken at a remote client device. The customer tested the equipment themselves and indicated that they do not believe a malfunction occurred. The customer was provided with information from the investigation and was satisfied with the results. No further action or investigation is warranted at this time. The device remains in use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient in bed s334 coded on (B)(6) 2018 between 23:00 and 23:42 and there was a delay in the code blue event because staff said they were not aware of red alarms for extreme brady or desat. T: the device was in use monitoring the patient; staff were not aware of alarms prior to the code; the patient arrested and required resuscitation.